Event description:
The complainant reported that the guide wire did not move smoothly in the catheter and became stuck .the wire stretched as it was removed from the catheter. The catheter was placed safely and there was no harm or injury to the patient.

Manufacturer narrative:
Device evaluation is in progress. Conclusion: upon completion of the investigation, a follow-up MDR will be submitted.